Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed >1990 ohms ventricular bipolar lead impedance and capture and sensing anomalies. Unipolar impedance varied from 460 ohms to 1500 ohms. An x-ray revealed a lead fracture.